Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported a skin irritation under the right and left electrodes. The irritation was reported to contain a seeping wound. During a follow up the patient indicated that the irritation was still present but that his wife was using a lotion on the area and it was helping. The patient did not seek medical intervention. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.